Event description:
It was reported that the patient¿s magnet was not working to abort seizures. The physician found high impedance upon interrogation of the device. It was clarified that the high impedance was seen on system diagnostics. The patient had surgery and it was stated that high impedance was not seen with the new generator therefore leads were not replaced. No additional relevant information has been received to date.

Event description:
The generator was received by the manufacturer and analysis was performed. Evaluation of the explanted pulse generator¿s reed switch was performed on the test bench, which confirmed normal, expected reed switch function and programmed magnet current with magnet activation. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.